Event description:
The customer reported that their device was experiencing faster-than-normal battery depletion. There was no reported impact to the customer's blood glucose level. The customer decided not to follow up with technical support and is in the process of obtaining a new device due to being out of warranty.